Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes a tube contained foreign matter. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd received one sample and one photo in support of this complaint from catalog: 367886, lot number: 3194788. Visual examination of the sample was performed and revealed embedded fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.